Event description:
The technician indicated that the trendelenburg and reverse trendelenburg functions will not work.

Manufacturer narrative:
The technician found the gas spring was seized. The technician replaced the gas spring to repair the bed.